Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer 2.1 was failing to close and open. The technical support specialist adjusted the retractor band to provide slack to the cable to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the half height matrix drawer 2.1 was failed. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.